Event description:
On (B)(6) 2023, the parents reported that the recipient felt scalp pain over the left implant when putting on or taking off the audio processor. Furthermore, they observed a decline in hearing performance with the left side device. The recipient has been re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. In addition, the recipient experienced pain with and without the audio processor likely related to the pressure on the skin caused by the audio processor. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
On (B)(6) 2023, the parents reported that the recipient felt scalp pain over the left implant when putting on or taking off the audio processor. Furthermore, they observed a decline in hearing performance with the left side device. The recipient has been re-implanted.